Manufacturer narrative:
System analysis/service repair on february 03, 2015: the reported ¿error not reading fiber card¿ issue was confirmed and was determined to be the result of a faulty top cover. The top cover was replaced. The system was tested and verified to meet manufacturer¿s specifications. The top cover that was replaced was returned to ams on february 17, 2015 and was sent to the supplier.

Manufacturer narrative:
System analysis/service repair in the field was performed on (B)(6) 2015. The top cover that was replaced was returned to manufacturer february 17, 2015. Product evaluation: the top cover was analyzed on october 21, 2015 by the supplier and analysis was received by the manufacturer on november 04, 2015. The evaluation noted "rear bezel damaged. J1700 and u1710 defective." The rear bezel, j1700 and u1710 were replaced. The top cover was retested and passed the test as noted. Probable root cause: based on supplier fa report, the root cause was determined to be rear bezel, u1710 and j1700.

Event description:
It was reported that the laser would not read the fiber card. The procedure was completed with an alternate procedure (turp). Patient outcome ¿ok¿ reported.